Manufacturer narrative:
(B)(4). It was reported that the patient underwent a pelvic floor repair procedure for incontinence, a stage ii cystocele, pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and mesh and coloplast were implanted. Since the procedure the patient has experienced numerous urinary tract infections, abdominal pain, increased incontinence, painful sex, discharge, mesh erosion, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure for incontinence and a stage ii cystocele on (B)(6) 2009. Since the procedure, the patient has experienced numerous urinary tract infections, abdominal pain, increased incontinence, painful sex, discharge and mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring, urinary problems, bowel problems, and neuromuscular problems. It was reported that the patient underwent mesh removal on (B)(6) 2012. It was reported that the patient underwent mesh removal and reconstructive surgery on (B)(6) 2012 due to severe infection and tissue erosion. (B)(4) - undefined recurrence; urinary problems; bowel problems; neuromuscular problems.